Event description:
End user reportedly used the bioclusive transparent dressing in conjunction with the duragesic patch, when end user experienced "a toxic reaction". End user experienced ringing in the ears, rapid weight loss and weakness". Reported that the product gave off an odor of strong perspiration. Spent nine hours in emergency room undergoing various tests.